Event description:
It was reported the right ventricular (rv) lead had a large amount of non-physiological sensed beats. The rv lead was explanted and replaced. Also, the device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based partially on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation bilumen tubing had voids. It was noted that the defibrillation coil was distorted and the outer tubing was kinked/buckled. The outer tubing overlay melted, had cosmetic environmental stress cracking and had environmental stress cracking breach (non-electrical). Also, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched.